Event description:
Related manufacturing ref: 2182269-2022-00045. During a supraventricular tachycardia / premature ventricular contractions procedure, a cardiac perforation occurred for which a pericardiocentesis was performed to stabilize the patient. The svt ablation was performed first with a 4mm lg curl safire ablation catheter. Next an agilis nxt was used with a competitive transseptal rf needle to go transseptal for the pvc ablation. Shortly after mapping the left ventricle with a tacticath se, the patient started to complain of chest pain. Shortly after it was observed that the patient¿s blood pressure had dropped from the 160¿s systolic to the 70¿s systolic. It was then observed with intracardiac echo that a pericardial effusion was present around the ventricles. A pericardial tap was performed with roughly 290cc¿s of blood extracted. No rf ablation therapy was performed in the left ventricle. The patient left the lab in stable condition.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The magnetic sensor, both thermocouples, and electrodes 1-4 met specifications during electrical testing with no open or short circuits detected. In addition, the device met specifications during temperature testing, occlusion testing, and leak testing. The catheter shaft deflected in both directions when the steering mechanism was actuated and met specifications for curve shape. Additionally, the tactisys log files were analyzed and indicated that the tacticath se catheter performed as intended. The optical fibers met specifications and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.